Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support reset the pump to clear the malfunction and arranged for a replacement pump to be sent to the customer. Customer will continue to use current pump; will rely on alternate method if necessary.